Event description:
During the onyx injection, it was reported that it was taking more time to form the plug and it backed up in the catheter to form pressure causing the catheter to rupture when they tried to advance additional onyx.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00456.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 3.2cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. (B)(4).